Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which showed that the test well images were consistent with the erroneous outcome. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question and found it to be operating as expected.

Event description:
On 25jul2017, a customer reported an unexpected rh (d) blood type antigen mistype, when tested on a galileo neo, when tested on (B)(6) 2017.